Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's lead had invalid impedances. Surgical intervention was undertaken and the lead was explanted and replaced.